Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the ipg reached end of life and was causing discomfort at the ipg site. It is unknown if end of life occurred prematurely. As a result, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.